Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device had never reached the elective replacement time (ert) while the device was implanted. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but the estimated longevity was earlier than previously estimated.

Event description:
Boston scientific received information that during a normal patient follow up, this device initially had an estimated longevity of 1.5 years. The outputs were programmed to 3.0 from 2.8 volts but no other changes were made and the impedance measurements were normal. When the device was interrogated again, the estimated longevity changed to less than 6 months. There were no allegations against the functionality or longevity of the device. No adverse patient effects were reported. The device was scheduled to be replaced. One year later, the device was returned for laboratory analysis.